Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was pneumonia and kidney failure. The caller stated that the customer had pneumonia and breathing difficulties that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death, but was wearing it at the time of admission. The insulin pump had been disconnected more than 48 hours prior to passing. It is unknown if the customer was using sensors. The customer was taken off the pump as they could not complete set changes and they were put on an insulin drip. The caller declined to return the insulin pump for analysis.